Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed button error. Customer stated that the buttons did not respond. Customer's blood glucose reading at the time of the call was 250 mg/dl. No further information reported.

Manufacturer narrative:
No button error alarms noted during testing. The insulin pump had intermittent button response due to moisture damage on keypad traces. The device had minor scratches on the lcd window, cracked case near display window corners, broken belt clip slot, cracked reservoir tube lip, and missing end cap sticker.